Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with an infection. It was noted the leadless pacemaker (lp) had vegetation. There was no allegation that the lp or related procedure caused or contributed to the infection. The lp was explanted and eventually replaced. The patient was stable.